Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed 2 episodes with noise on the rate/sense channel. The noise appeard as discrete signals approximately 150 to 180 ms apart. The device also displayed 3 different episodes where noise was present on both the rate/sense and shock electrogram. All episodes were diverted, however it did cause pacing inhibition with a one to two second pause.